Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient in (B)(6) was started on duopa therapy in 2013. On unknown date, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2020, the patient was hospitalized due to inflamed stoma. The peg tube was replaced. It is unknown if the hospitalization was for stoma treatment or device replacement.